Event description:
The hosp biomed. Dept. Rec'd the pump from one of the nursing units with a vague report that it overinfused. No specific info about the amount of solution, the pt or the channel involved was rec'd. No pt injury was reported.